Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S.w version 4.11e. The pump was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery compartment, a serial number label fading and a cracked retainer. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test.